Manufacturer narrative:
F2: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient that uses minicaps "had signs and symptoms of peritonitis". The patient was treated with unspecified antibiotics (intraperitoneal) and unspecified antifungal medications (oral) for the event. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.